Manufacturer narrative:
This supplemental correction report was created to capture updates on b5: describe event or problem. This complaint no longer meets reportable criteria. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker longevity dropped from 3.5 years to 2 years in a span of 6 months. A request was made to have data from this device analyzed. Additional information indicated that data analysis showed that this device was consuming normal battery power. The increased atrial fibrillation (af) or atrial tachycardia load over the last 30 days is believed to be the reason for the decrease in "estimated time until explant." This device is scheduled to be replaced and to date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on b5: describe event or problem. This complaint no longer meets reportable criteria.

Event description:
It was reported that this implantable pacemaker longevity dropped from 3.5 years to 2 years in a span of 6 months. A request was made to have data from this device analyzed. Additional information indicated that data analysis showed that this device was consuming normal battery power. The increased atrial fibrillation (af) or atrial tachycardia load over the last 30 days is believed to be the reason for the decrease in "estimated time until explant." This device is scheduled to be replaced and to date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker longevity dropped from 3.5 years to 2 years in a span of 6 months. A request was made to have data from this device analyzed. Data analysis confirmed device exhibited premature battery depletion (pbd). This device is scheduled to be replaced and to date, this device remains in service. No adverse patient effects were reported.